Manufacturer narrative:
Received one (1) used ch3700 smallbore trifuse ext set w/3 chemoclave, spiros for inspection. As received, the spin feature on the spiros was activated and spinning freely. No spline damage or shear tab anomalies were observed. The spiros was fully connected and bonded to the distal end of the trifuse. The bond area was examined under ultraviolet (uv) light and was found to have sufficient coverage. The spiros showed no propensity to disconnect from the set. The spiros were functionally tested and met product specifications. The reported complaint was unable to be replicated or confirmed. A device history review (DHR) lot# review could not be conducted because no lot number(s) was/were identified.

Event description:
It was reported that a 5.5" (14 cm) appx 0.55 ml, smallbore trifuse ext set w/3 chemoclave®, spiros® w/red cap, 3 clamps was found to have separated during patient use. The report stated that the spiros at the end of the trifuse pops off of the tubing. Found as they tried to hook it up and start chemo. It will attach but if you barely touch/spin it, it falls off the tubing. There was no patient harm reported.